Event description:
It was reported following an ablation procedure, an 8f angio-seal sts plus was deployed and hemostasis was achieved. The ablation procedure time was 3 to 4 hrs. No pre-deployment femoral angiogram was performed, but no anomalies were seen at the puncture site. Three days later, the pt experienced a pseudoaneurysm and the pt was transferred to another hosp. During the transfer, the pseudoaneurysm ruptured and bleeding occurred at the groin site. The pt underwent surgical intervention. The surgeon confirmed that the anchor was undamaged and found deployed outside of the artery. The arteriotomy was 3mm. The puncture and artery were not damaged. The collagen was not found. The surgeon removed the anchor and suture. The arteriotomy was sutured and hemostasis was achieved. The physician was in the angio-seal training process.

Manufacturer narrative:
No prod was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The IFU states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU states after arterial blood flow exits the drip hole in the locator, slowly withdraw the arteriotomy locator/insertion sheath assembly until blood slows or stops flowing from the drip hole. This indicates that the distal locator holes of the angio-seal insertion sheath have just exited the artery. From this point, advance the arteriotomy locator/insertion sheath assembly until blood begins to flow from the drip hole on the locator. If blood flow does not resume, repeat this process until blood flows from the drip hole again upon advancement of the assembly into the artery. The IFU cautions the use of the angio-seal in pediatric pts or others with small femoral artery size (< 4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these pts. The IFU also instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.